Manufacturer narrative:
Product event summary: analysis confirmed the error when interrogated an implantable cardiac device. As a result the hard drive was reconfigured and the software was reloaded. It was also noted that the system fan was noisy. (B)(4).

Event description:
It was reported the programmer was "acting up," after doing a software upgrade via usb (universal serial bus). Interrogation of a device was attempted, and an error message was received. The programmer rf (radio-frequency) head was disconnected and power cycled, but the same issue occurred. The service disk was attempted without success. Another programmer was used to do the session. The programmer was subsequently returned with information stating the programmer would not interrogate any device after doing the software upgrade. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).